Event description:
Maude report (B)(4). It was reported that a guidewire detachment occurred. During the first attempt at CT cholecystostomy tube placement in the gallbladder, the tip of the guidewire of the accustick¿ ii broke off. The tip of the guidewire was not able to be retrieved and remained in the gallbladder and which could be viewed on the CT scans. The introducer and remaining guidewire were removed. A second attempt was made and the procedure was completed successfully with a different device without further complications. A plan was already in place to remove the gallbladder in several days.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).